Event description:
Customer reported being hospitalized because he was having trouble using the insulin pump. The customer stated he was put on manual injections because he would not operate the insulin pump. He stated that he was having high blood glucose for the majority of the month in july. He stated that he would have to call the emergency medical services a few times. He also reported being hospitalized about two years ago for having low blood glucose. The customer's blood glucose was 20 mg/dl this past week. The customer stated it was due to a food issue. The customer also requested assistance with rewinding his insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.